Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller inquired about why the patient alert for superior vena cava (svc) out of range impedance, triggered. The caller explained that in an unrelated event, the patient had previously had a dual coil lead replaced with a single coil lead. It was recommended that the alert be turned off on the device or the device will continue to measure out of range impedances. Follow-up was done to determine if there was any intervention, however, no new information was received. The device remains in use. No patient complications have been reported as a result of this event.